Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. A follow up report will be submitted if additional information becomes available.

Event description:
This report was received from global pharmacovigilance and is a clinical report of an observational study from a physician in (B)(6) of bacterial peritonitis in a female home patient (hp) coincident with dianeal pd1 therapy. On (B)(6) 2010, the hp experienced bacterial peritonitis without septicemia manifested by cloudy peritoneal effluent. That same day, empiric antibiotic treatment with an unspecified dose of ip vancomycin was started and ended. On (B)(6) 2010, treatment with ip ceftazidime was started. On (B)(6) 2010, the hp was hospitalized due to the event. On an unspecified date, the hp's pd catheter was removed. On (B)(6) 2010, the hp was discharged from the hospital. On (B)(6) 2010, treatment with ceftazidime ended. On (B)(6) 2010, due to an unspecified reason, the hp was permanently transferred to hemodialysis. The primary contributing factor to the event was failure to do exchange in clean environment. The hp was not recovered from this event, the symptoms persisted. It was not reported if the hp was retrained on proper aseptic technique.

Manufacturer narrative:
(B)(4). Based on the information obtained during baxter's investigation, this incident was confirmed. The root cause for the report of use error-breach in aseptic technique, which resulted in the peritonitis was undetermined. The label review found the labeling adequate for the use error that was identified in this complaint.